Event description:
Healthcare professional reported a bilateral exchange from textured to smooth implants due to the patient's concerns with the product. Healthcare professional later reported "complete rupture." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are rupture: observed a broken-on posterior assessed as an unidentified (tear) opening (shell thickness within spec) and missing shell observed assessed as inconclusive. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: crease fold and wear abrasion observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a bilateral exchange from textured to smooth implants due to the patient's concerns with the product. Healthcare professional later reported "complete rupture." Device has been explanted.